Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7133644.

Event description:
It was reported that the patient had lead migration as confirmed through x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted.